Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the integrated multi-sensor technology (imt) sensor, ran a dilution check, and corrected a subsequent bias. The customer stated that when the failed bias was corrected on the instrument, it changed the imt correction factor therefore causing quality controls to shift low. The customer adjusted the bias and ran quality controls and patient samples, which were acceptable. The cause of the discordant, falsely low sodium, potassium and chloride results on multiple patient samples was related to the imt sensor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on a dimension exl with lm instrument. Samples (B)(6) were repeated twice, while all other samples were repeated once on the same instrument, resulting as expected. The results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.